Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During ischemic ventricular tachycardia (isvt) ablation procedure with a qdot catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The patient was stable after treatment. Initially, it was reported that the catheter was unable to be zeroed. The force reading was displayed as hi on the carto 3 system, and it was confirmed with intracardiac echocardiography (ice) that the catheter was not in contact with tissue. The catheter connections were reseated without resolution. The cable was replaced but the issue persisted. Liquid was noticed on the inside of the cable and catheter connectors. The liquid only affected the connection between the catheter and cable. The liquid did not affect any hardware devices or their components (piu, workstation, or ngen). The cable and catheter were replaced at the same time and the force issue resolved. The procedure continued. The reporter stated that the faulty catheter was brand new. A replacement catheter was requested. At this point, there was no patient consequence. Then, it was also reported that a pericardial effusion was noticed to be developing on ice towards the end of the case when the ice catheter was being manipulated. The patient had no visible symptoms. The trace effusion had been noted prior to the case on an echocardiogram. Heparin was given during the case. Pericardiocentesis was performed during the case. The patient remained stable. The procedure continued and was completed. The last known patient status was stable. The ablation catheter was available for return. Other devices used were carto 3 system and ngen generator. The force reading issue and connector issue are not MDR reportable.

Manufacturer narrative:
During ischemic ventricular tachycardia (isvt) ablation procedure with a qdot catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).